Event description:
Legal counsel for the patient alleges that patient underwent right m2a hip arthroplasty on (B)(6) 2006, and left m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that patient underwent a right hip revision on (B)(6) 2006, for an unknown reason. No revision procedure was reported for the left hip. Additional information received from patient¿s legal counsel reports an additional right revision surgery was performed (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, dysfunction, metal poisoning, metallosis, and elevated metal ion levels. Review of the invoice records confirms a revision occurred (B)(6) 2013 and the head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2012-01636, 1825034-2014-04798, and -04867 / -04869).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 2 of 10 mdrs filed for the same patient (reference 1825034-2012-01636, 1825034-2014-04798 /-04867 /-04868 /-04869 /-07109 - 07113).

Event description:
Legal counsel for the patient alleges that patient underwent right m2a hip arthroplasty on (B)(6) 2006, and left m2a hip arthroplasty on (B)(6) 2008. Subsequently, it is alleged that patient underwent a right hip revision on (B)(6) 2006, for an unknown reason. No revision procedure was reported for the left hip. Additional information received from patient's legal counsel reports an additional right revision surgery was performed (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, dysfunction, metal poisoning, metallosis, and elevated metal ion levels. Review of the invoice records confirms a revision occurred (B)(6) 2013 and the head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2006 due to infection. All components were removed. Right hip was reimplanted on (B)(6) 2007. Patient underwent an additional right hip revision on (B)(6) 2013 due to pain. Operative report noted the presence of brown fluid with debris, a fractured greater trochanter and inflamed tissue. The modular head was removed and replaced.